Event description:
The customer reported keypad issue- won¿t turn on, shows pwr.

Manufacturer narrative:
Corrected g4, h6(method, results, conclusion), h10. Additional information d10. A review of the device history record for sn(B)(6) was performed from (B)(6)2019 to (B)(6)2020 and confirmed that this device was previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported keypad issue- won¿t turn on, shows pwr.